Manufacturer narrative:
This was initially reported on the summary report dated (B)(6) 2014 under exemption (B)(4). Additionally this was reported on the summary report (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, suffering, mental anguish, disfigurement, physical impairment, infection, urinary and bowel problems, bleeding, vaginal scarring, emotional distress, product problem and other unspecified injury. The plaintiff also experience vaginal mesh extrusion. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR report # 2183959-2014-14692, -54619.